Manufacturer narrative:
The pump has not been returned to animas for evaluation. Through troubleshooting there was no evidence of a pump malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's injury may have been related to her cardiomyopathy or the changing insulin regime. Through troubleshooting it was discovered that there may have also been other possible reasons for the patient's injury including the efficacy of the insulin used, the prime volume, and infusion site selection. No conclusions can be made at this time.

Event description:
The patient said her blood glucose levels for the past few weeks prior to calling animas has ranged from 116 to 511 mg/dl. Her blood glucose level the morning prior to calling animas was reportedly 478 mg/dl. She changed her infusion site and infusion set the day before when her blood glucose levels were 300-400 mg/dl. She says she felt a little nausea and denied vomiting or chest pain. She said she had increased urination, thirst, blurred vision, and felt tired. She was admitted to a hospital at about 2 pm on (B)(6) the day she called animas, for hyperglycemia. She was started on an IV insulin drip and was taken off pump therapy at about 6 pm. The patient spoke to the hcp who told her to call animas to review whether the pump was functioning properly. She was discharged at about 9 pm and resumed pump therapy when she got home. The patient reportedly also has cardiomyopathy and cataracts. She denied any changes in medications, stress levels, hydration levels, pain levels, or severe hypoglycemia. When reviewing the pump history the patient's prime volume seemed to vary. She would sometimes prime 5 to 7 units and sometimes prime 30 to 50 units. The pump delivery settings are confirmed as correct. A change in the basal insulin dose had been made by an hcp during the few days prior to the patient calling animas. The history revealed that the basal and bolus doses were delivered accurately and added up to the total daily dose. The insulin was checked and the patient confirmed it looked "ok" however the patient will obtain a new vial of insulin and see whether her blood glucose levels will decrease with the new insulin. This complaint is being reported because the patient was hospitalized for hyperglycemia while on pump therapy. Although there was no evidence of a pump malfunction it is unclear whether the patient's injury may have resulted in use of the pump system.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the black box history started on (B)(6) 2012. Due to continuous use of the pump, the black box and pump history for the date of the event have been overwritten. A review of the available black box history revealed no errors, alarms, or warnings related to the complaint. The total daily doses added up correctly and reflected the user¿s programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering within required specification. Unrelated to the original complaint, the display screen had a discolored contrast. Also unrelated, the battery compartment was cracked. The returned battery cap and cartridge caps were able to fully attach to the pump and were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.